Manufacturer narrative:
The hospital biomed replaced the coin battery and tightened the connections.

Event description:
The hospital reported that the unit alarmed, indicating the alarm speaker was not functional. There was no report of patient involvement.